Event description:
As reported per the user facility: tubing disconnected from distal male connector. (B) (6). IV backed up, fluid went into bed. Unknown whether IV site was lost. Additional information provided by the facility indicated blood backed up in the tubing; however, there was no blood loss. It was reported, the patient's glucose level dropped, since no fluid was being administered. The patient suffered no additional adverse sequela associated with the incident.

Manufacturer narrative:
The actual device involved in the incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There are no other reports against the reported part number.